Event description:
It was reported that this inflatable penile prosthesis (ipp) had rotated the penis and the cylinders were buckled. The ipp was explanted, and there were no patient complications reported.